Event description:
Reportedly, the patient could not see with the lenses. The intraocular lenses were explanted after approximately (B)(6) weeks implantation. A separate medical device report is being submitted for each lens. No further information was provided.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for an evaluation. The evaluation revealed the lens had several scratches on the optic body. The most likely reason for these scratches is due to handling during and after the explant process by the customer, as these scratches were not noted during the initial implant of the lens. In addition, the lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. The device manufacturing records were reviewed and showed no deviations. The diopter measurement records verified and were shown to be within specifications and in compliance with the labeled dioptric power 20.5 diopter for this serial number lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted. Placeholder.

Manufacturer narrative:
(B)(6). (B)(4) - intraocular lens. The intraocular lens (iol) was not returned to the manufacturing site for evaluation. A review of the manufacturing records for the iol showed no deviations. The manufacturing batch review noted the lenses passing all acceptance criteria and were within all specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.